Manufacturer narrative:
Reporter's full name and phone number were not provided. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had insufficient/low power and the thread saw blade coupling was damaged. It was further determined that the device failed pretest for check oscillation frequency and check saw blade coupling. The assignable root cause was determined to be traced to component failure form normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the head of the battery oscillator device stopped and could not cut the bone. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.